Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR could not identify any manufacturing deviations or nonconformities relevant to the issue. The root cause was determined to be related to a loose connection. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the s5 double head pump was unresponsive when the unit was turned on. There was no report of patient injury. A third party field service engineer visited the facility to investigate. The internal components of the pump were checked and it was found that the a cable was not fully seated into one of the circuit boards, and it could loosen through movement of the pump. The cable was reseated and the unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Customer retains the unit.

Event description:
Sorin group (B)(4). Received a report that the display of the s5 double head pump was unresponsive when the unit was turned on. There was no report of patient injury.